Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were charging their implant everyday but was told by the doctor who implanted the device said that they shouldn't have to charge their implant until every 2-3 days. Patient reported if they charge their implant in the morning, their implant is down by the end of the day. Patient reported they had not increased their therapy usage. Agent reviewed information and redirected the patient back to their healthcare provider to further address the issue.